Manufacturer narrative:
(B)(4). Manufacturing site evaluation: analysis and results: there are no previous complaints of this code batch. We manufactured and distributed into the market (B)(4) units of this code batch. There are no units in our stock. We have received 11 closed samples and 1 open sample with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needles attachment of the closed samples received and the results fulfil the requirements of the OEM: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Needle attachment results before releasing the product fulfilled requirements. Final conclusion: although the results of the closed samples received fulfill the specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of compliant (B)(6). The needle detached from the suture during the removal from package. This occured with 2 units. Related to medwatch 2916714-2015-01053.